Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having low blood glucose today due to taking medication that was causing low blood glucose readings. Customer was notified that it was not recommended to calibrate when his blood glucose is too high or too low. Customer was advised to calibrate when his blood glucose is at a stable reading. Customer was in the hospital before the pump. Customer was on steroids which caused his blood glucose to go high and then low. Customer's blood glucose was 41 mg/dl. Customer treated with food.